Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found e315 (non-compatible endoscope) was reported due to immersed suction connector. Additionally, the device failed the resolution image inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that water invaded the scope connector during user handling. It could have caused an abnormality in electronic components, leading to the suggested reported event. However, a definitive root cause for the suggested reported event could not be identified. No anomalies were identified in the manufacturing/repair history records. No anomalies were identified in the labeling review. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an e315 (non-compatible endoscope) error code. There were no reports of patient or user harm associated with this event.